Manufacturer narrative:
Examination of the reported device by the manufacturing supplier confirms fracture of the device. The density of both parts was analysed and found to be according to the specifications valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Extensive impingement is found on the femoral stem. Primary regular metal transfer on the insert can not be found. This indicates an insufficient fixation or misaligned position of the insert in the metal shell. The root cause is attributed to a misalignment of the ceramic insert in the acetabular cup. Review of applicable device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient with a tha submitted to surgery because of a femoral necrosis by a lupus, that in (B)(6) 2012 listen to a squeaking from is left hip and after one week, stop walking with pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.